Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The distributor reported : ¿ink¿ spots or cracks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/13/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: during evaluation, the display lens was found to be cracked. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.